Event description:
Customer's medwatch report states that during a rituxan infusion, pump alarmed for air in line. Upon inspection the tubing was found to be separated at the top of the pump segment. There was no report of patient harm or medical intervention. No further patient/event information is available

Manufacturer narrative:
(B)(4). No hospital name, address, or contact person was provided in the maude report. Carefusion is unable to contact the customer for additional information or to request the return of the affected product.